Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: UDI. D10: concomitant devices reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 212.215, lot: l769692, manufacturing site: mezzovico, release to warehouse date: feb 14, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that a (B)(6) year old patient was treated for a left distal femur fracture. The fixation of the osteosynthesis was performed with the 16-hole va-lcp 4.5 / 5.0 mm condylar plate in the lateral part of the left femur with cannulated locked screws in the distal portion and solid locked screws together with corticals in the proximal branch. Once the fixation was finished the osteosynthesis was reviewed by means of the image intensifier and it was discovered that the medial cortex of the femur was not reduced. A medial approach was taken and fixed with a va-lcp 4.5 / 5.0 condylar plate 6 holes right with two (2) locked cannulated screws in the distal part of the plate, two (2) locked screws and one (1) cortical in the proximal part of the plate. There was no surgical delay. This report is for one (1) 5.0mm locking screw slf-tpng with t25 stardrive recess 42mm. This is report 4 of 10 for (B)(4). This complaint is linked to (B)(4).